Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms. The account communicated that the low flow alarms were caused by gastrointestinal (gi) bleeding and infection. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported gi bleed could not conclusively be established through this evaluation. Additionally, a specific cause for the patient's infection could not conclusively be determined through this evaluation. The patient reported having slightly lower flow readings and had two low flow alarms in the morning hours. It was noted that the patient was recently weaned off blood pressure medication a week prior to this event and a right heart catheterization (rhc) was scheduled. The submitted log file contained data from (B)(6) 2020. The file captured a total of two, transient low flow alarms: one on (B)(6) 2020 and one on (B)(6) 2020. The pump appeared to be functioning as intended, staying above the low speed limit for the duration of the file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15aug2016. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding and infection (local, driveline or pump pocket infection) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. The IFU provides details on the factors that affect pump flow and provides information on assessing flow. The IFU explains that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5 liters per minute (lpm). Additionally, section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. Lastly, the section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a milrinone wean one week prior to the event as an outpatient. The patient had a right heart catheterization scheduled for (B)(6) 2020. The patient reported that her flow readings were slightly lower than normal and that she had 2 low flow alarms on the morning of 18sep2020. A review of the log file captured low flow events on 18sep2020 and 19sep2020. The patient denied any symptoms. Per the patient's account, the account reported that the low flow alarm did not seem to have continued long enough to have an audible alarm. The patient merely reported noticing that her flow levels were lower in the morning. The cause of the low flow alarms may be from gastrointestinal bleed or from infection (endocarditis). The patient continued to have occasional low flow alarms. The low flow alarms were not as often as before. The device operated as expected. The patient was stable and not pursuing any further treatment. The patient was on home intravenous (IV) antibiotics. The account adjusted diuretics. The account worked with palliative care. The right heart catheterization was cancelled due to recurrent gastrointestinal bleeding and hospitalizations. Vegetation was noted on the implantable cardioverter defibrillator (ICD) with likely endocarditis. The patient chose not to proceed with any further interventions or procedures. The patient was discharged home with palliative care. The right heard catheterization was ordered because milrinone was being weaned off. The account wanted a right heart catheterization at 2 weeks post milirinone being stopped for further assessment. The patient's main goal was to reduce hospital visits and stays and remain at home as much as possible. If the patient were to decompensate she would wish to enroll in home hospice.